Event description:
It was reported that the asymptomatic patient presented to the operating room for a routine device change-out due to normal eri, externalized conductors were noted. No electrical anomalies were detected. The lead will be capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.